Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7107907.

Event description:
It was reported that the patient passed away three days following the implant of the trial leads. No other information was provided.